Event description:
New information received noted that the ra lead was being revised due to dislodgement.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for right atrial (ra) lead revision. During the procedure, the ra lead became dislodged three times. The ra lead was examined, and white silicone was noted in the helix. Additionally, when attempting to connect the ra lead to the implantable cardioverter defibrillator (ICD), the set screw was believed to be stripped. The physician explanted the ICD and ra lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and ¿it appears white silicone had been in the helix¿. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of ¿it appears white silicone had been in the helix¿ was confirmed. Visual examination of the lead found the steroid plug was shifted towards the end of the helix. Correction: patient details updated (section a), product details (section d 4, g 2, g3, h 4), health care provider information (section e 1).